Event description:
Pt experienced a localized skin reaction involving swelling and oozing on his forehead where an ecl 1801 pellet ground electrode had been placed for an 8.2 hour sleep study. This apparent allergic reaction did not resolve with basic first aid treatment and the pt was subsequently hospitalized for about 4 days. He was treated with antibiotics and steroids which relieved the symptoms. The pt's current condition and whether there were any residual effects from this incident are unknown. This pt has a history of alergies and it is thought possible by the sleep tech that the pt has an allergy to silver which is contained in the electrode.